Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that the numbers on her pump are not going up while filling tubing. Customer stated that they are stuck in rewind complete and bolus delivery loop. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional. The insulin pump will be returned for analysis.